Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low amplitudes over time on this right ventricular (rv) lead channel. The health care professional (hcp) stated that they were told the manufacturer's devices reduce the r-waves due to its algorithms. The plan is to remove this device and potentially replace it with a subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) provided their insight. No additional information is available at this time. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).